Event description:
It was reported that when the outer packaging of the implantable pacing lead was opened, the lead was already outside of the inner packaging. The lead was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).